Event description:
Citation: a. Arat, et al. Embolization of high-flow craniofacial vascular malformations with onyx. Ajnr am j neuroradiol. 2007 aug;28(7):1409-14. The following report was received through review of literature: in one patient with avm, despite efforts to limit reflux by proximal balloon inflation, nidal penetration was less than expected. Otherwise, onyx penetrated the vascular malformations effectively. The distal segments of 2 catheters were retained after ia (intra arterial) injections. The catheter tip was retained and removed later during surgery. There was difficulty in balloon retrieval as well. It was also noted that for cost containment purposes and for direct puncture of the draining vein, glue was supplemented. It is unclear which material caused the catheter entrapment. A second patient had a catheter tip retained on one side. Catheter tip retention occurred in 2 of 9 ia injections. Because a lengthier segment of reflux may be justified in the external carotid circulation compared with the intracranial circulation, a denser and lengthier proximal embolic plug and enhanced penetration of the embolic agent into the vascular malformation was possible. The higher (2 of 9 attempts) rate of catheter entrapment in this series is possibly secondary to the fact a more liberal reflux of the material was allowed at the expense of better penetration. In this series there were 9 patients (7 male and 2 female) with a mean age of 19.9 years (range 7-33 years) who underwent elective embolization primarily with the use of onyx for treatment of craniofacial high flow vascular malformations (chvms).

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/17698554. This report was created to capture the events related to the ultraflow microcatheter. The catheters were not returned for analysis; therefore the complaints could not be confirmed, and the event cause could not be determined. In addition, events occurred in the patients during and post procedure and their causes were unknown. The lot history record review was not possible since the lot numbers were not reported. Note: per the onyx IFU (instructions for use): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time, angioarchitecture, vasospasm, reflux and/or injection time. In addition, do not allow more than 1 cm of onyx les to reflux back over catheter tip. (B)(4). Information received from the same article as MFR: 2029214-2015-00670.